Event description:
The patient experienced a loss of therapeutic effect. He went to a casino on (B)(6) 2012. When he sat down his tremors came back. When he went to turn his ins back on he received a shock. It was noted that he always feels a shock after his health care provider makes and adjustment and turns the ins on. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v098699, implanted: 2008 (B)(6), explanted: na. Lead: model 3387s-40, lot# v010369, implanted: 2008 (B)(6), explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: na.

Event description:
The patient does not have concerns regarding his device/therapy. He was going to see his doctor soon.